Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient underwent a surgery to remove a 2.5mm coupler device which was used for a right mandibular ameloblastoma. Approximately one year after the initial surgery, the tongue was repaired with an anterolateral thigh flap. It was reported the blood vessel at the anastomotic ring was blocked and the patient experienced a ¿foreign body sensation¿. The local blood flow was confirmed to be unobstructed, and the peripheral blood vessels were found to be ¿compensated¿ via palpation. At the time of this report the outcome was reported as ¿the lower jaw is normal¿. No additional information is available.

Manufacturer narrative:
A device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.